Manufacturer narrative:
History/conditions - copd, hyperlipidemia, hypertension; medications - amlodipine, apixaban, atorvastatin, benazepril, clopidogrel, finasteride, metoprolol succinate, mupirocin, stiotto respimat, vitamin d. No unique device identification (UDI) number, lot number or expiration date information is available as the lot and serial number for the device involved in this incident remain unknown. The exact implant date was unknown but was reported as occurring in 2020. No findings available - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to: endoprosthesis migration, aneurysm enlargement, and endoleak.

Event description:
On an unknown date in 2020 the patient underwent endovascular aortic repair for an abdominal aortic aneurysm and was implanted with a gore® excluder® aaa trunk ipsilateral leg endoprosthesis (rlt281414). As reported the patient had a very angled and calcified aortic neck. The patient also reportedly refused open surgical procedure. On (B)(6) 2022 the patient underwent follow up imaging with a CT scan and aneurysm enlargement in the range of 5.3 - 6.4 cm was observed as well as migration of the gore® excluder® aaa trunk ipsilateral leg endoprosthesis (rlt281414) 2cm distal of the original placement below the renal arteries. A type 1 proximal endoleak was also identified. On (B)(6) the patient underwent reintervention in which the original implantation was relined and extended with the following: a quantity of 3 - cxa320400, and 1 - pla320400. The reintervention went as planned and the patient tolerated the procedure. As reported the endoleak was resolved.

Manufacturer narrative:
H6: investigation findings: 213 - no device problem found. Investigation conclusions: 4315 - cause not established and 22 - known inherent risk of device.